Event description:
Adverse event(s): "no pt harm reported" (no consequences or impact to pt). Product problem(s): "viscous fluid control (vfc) would not function" (device issue). The customer reported that while attempting to inject the silicone oil the viscous fluid control (vfc) would not function. The vfc was grayed out. The surgeon maintained the eye pressure while the system was rebooted. The silicone oil was then injected as planned. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).